Event description:
It was reported that during insertion of the intra-aortic balloon, the balloon would not completely unwrap. A second intra-aortic balloon was inserted and the same problem occurred. A third intra-aortic balloon was inserted successfully. There were no pt complications.